Event description:
It was reported that the attachment broke during use. A piece ejected from the instrument and was recovered. It is uncertain if any small fragments were non-recovered. No further info has been received despite numerous attempts.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.